Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain/discomfort at the ipg site due to ipg flipping on its side. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and a competitor¿s device was implanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.